Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did clip cut vessel or did jaws of device cut vessel? Was there bleeding that occurred? If bleeding occurred, please quantify amount of bleeding. Were any blood products given to patient? Was there any change to procedure or post-op patient care? Affiliate response: the surgeon uses multiple clips in the procedure and admits he did not see the exact action as it was deployed with speed but rather than have a clip on the vessel tributary he had a ragged hole in the vessel. This then needed to be hand sewn as the main vessel was crucial to the perfusion of the flap. The patient was monitored an last I spoke to the surgeon was doing well.

Event description:
It was reported that during an unknown procedure, the surgeon reported that while using the ligaclip on a vein, rather than clamping it ripped a hole in the vessel. The vessel had a hole in it so had to be sutured to repair it. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 14 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.